Event description:
Information was received from a healthcare provider (hcp) and a company representative via a clinical study regarding patients that would be coming up on the pump elective replacement indicator (eri) in the summer of 2016. The hcp indicated that in the pain clinics experience, the pumps become less accurate as the device approaches eri, so that was why they usually changed them out 6 months prior to eri. The hcp later clarified that he had no specific data showing anything to that effect and that it was more just an ¿anecdotal feeling¿ that had led to their current standard practice. And because that had been their practice for so long (changing out the devices approximately 6 months before eri), he did not really have any data to show whether that was the case or not. The drug being used by the pump systems was not specified, and there were no reported symptoms. Further follow-up was conducted to obtain th is information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).